Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device turns off several times by itself during functioning. The maintenance led blinks, and the occlusion led remains lit. Then the engine stops, and the alarm goes off. The device works properly after restart, but the same problem reappears. The hose and the connector are properly attached. The event occurred while in use with patient and there was no human harm.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device filter and hose were replaced as a preventative measure.